Manufacturer narrative:
Evaluation is in progress, but not yet concluded. During preventive maintenance (pm) inspection, the field service representative (fsr) verified and replaced the small display assembly. The unit operated to manufacturer specifications and was returned to clinical use. The suspect part was returned to the manufacturer for further evaluation.

Event description:
After use of the device for a cardiopulmonary bypass (cpb) procedure, the perfusionist (ccp) reported the top 1/8 of the roller pump display was illuminated, and the bottom 7/8 of the roller pump display had nothing displayed. The device was not changed out. There were no reported adverse consequences to the patient. The procedure was completed successfully with no errors or delays.